Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient reported that the patient had a life-threatening event while using the dexcom g7 specifying that the cgm was reading 40 points higher than the patient¿s bg meter reading and at times, more than that. The patient elaborated that he ¿found himself laying in the backyard because my blood sugar crashed so bad¿. It was presumed the patient is describing an event where he lost consciousness. No other event details were provided, including specific cgm/bg meter comparison values or treatment details. The social media post did not contain any contact information for the patient therefore, dexcom technical support was unable to reach back out to the patient for further event details. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 40 points higher. No additional patient or event information is available.